Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a transit from new york to connecticut. The blood glucose reading at the time of the event was not know but the customer thought it was in the 90 mg/dl range. The customer reported that upon arriving home, the blood glucose reading had dropped down to 47 mg/dl. The customer was not hospitalized. The customer reported that leading up to the alarm, the numbers would continue to scroll after pressing on the up or down arrow buttons. The customer then reported that the insulin pump became unresponsive. The customer was advised to revert to a back up plan per a health care practitioner's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.